Event description:
User received high glucose result for one pt sample. The sample initially reported 553 mg/dl. It was repeated on a different analyzer and reported 270 mg/dl. The sample was then repeated again on the original analyzer and reported 277 mg/dl. The initial result was questioned by a nurse and the pt was not treated based on the erroneously high result. The customer believes the problem is due to the gel in the sample tubes they are using. The field service rep performed performance tests on the analyzer which were within specification.